Event description:
Procedure: vats. According to the reporter: when firing stapler across tissue, the ratchet mechanism on the handle broke and would not go any further. The staples are not deployed completely which then leaves a partially stapled and divided tissue. This then causes bleeding. This issue resulted in tissue injury. Tissue damage was repaired with the use of another stapler. There was no adverse blood loss, or extension of operating room time.